Event description:
Rep reported numerous anomalies with this pacing system. Problems with the ventricular pacing impedance and threshold values were observed, including bi- and unipolar lead check failure and elevated ventricular thresholds in both uni- and bipolar configurations. The patient experienced a high-rate pacing episode lasting multiple hours that was terminated by the application of the programming wand in late 2007. Both the cls and accelerometer rate response functions showed unusual distributions of rates. A recommendation was made to program the device to ddd mode with appropriately high ventricular output, and to explant and replace the device. On 1/2/2008 - rep reported that the physicians have decided not to explant the device due to the patient's age and condition. The device behavior appears to have stabilized since reprogramming to ddd. Follow-up data and cls diagnostic data was gathered by the representative and forwarded to technical services for analysis. The follow-up data suggested a possible pacemaker and/or lead problem, and therefore a recommendation was made to explant the device.